Manufacturer narrative:
Age at time of event: (B)(6) or older. (B)(4).

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and mildly calcified distal left anterior descending (lad) artery. A 10/2.50 flextome¿ cutting balloon¿ catheter was selected to treat the target lesion. During first inflation, it was noted that the balloon ruptured at 6atm. The ruptured balloon was completely removed from the patient. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: the complaint device was returned for evaluation. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood was identified within the balloon and inflation lumen which is evidence of a device leak. The returned device was attached to an encore inflation unit and positive pressure was applied in an attempt to inflate the balloon. The balloon could not be inflated due to the solidified blood present within the balloon and inflation lumen. The device was soaked in a water bath at a temperature of 37 degrees to help soften the solidified blood before further inflation attempts were made. The device was removed from the bath; however, due to the condition of the device, the balloon was still unable to inflate. A microscopic examination of the balloon was also unable to locate pinhole rupture. A visual and microscopic examination observed no damage to the tip or blades. All blades were present and fully bonded to the balloon surface. A visual and tactile examination found that the hypotube was kinked at various positions along its length. The extruded distal polymer shaft was also kinked. This type of damage is consistent with excessive force being applied to the delivery system. There were no issues noted with markerbands on the device. No other issues were noted during product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and mildly calcified distal left anterior descending (lad) artery. A 10/2.50 flextome cutting balloon catheter was selected to treat the target lesion. During first inflation, it was noted that the balloon ruptured at 6atm. The ruptured balloon was completely removed from the patient. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.